Event description:
During a routine hemodialysis treatment pt experienced feeling flushed, turning red, and complained of feeling "funny"; operator discontinued the treatment and did not return the pt's blood resulting in an estimated 190cc blood loss. Hct done and results were 29%; epogen was increased on (B)(6) 2012, to 5500 units 1x/week from 4000 units 1x/week. Benadryl 25mg po and o2 at 10l/minute, later reduced to 3l/minute was administered for the above symptoms. No other medical intervention provided.

Manufacturer narrative:
No problem found with the returned cartridge. No evidence of a device malfunction. Facility staff attribute symptoms to an allergic reaction; pt continues to use the same dialyzer without further similar complaints. No similar events have been reported with this cartridge lot. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Cartridge is single use gamma sterilized. Nxstage considers this report closed. No additional info will be provided.